Manufacturer narrative:
(B)(4).

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A customer contacted the baxter product surveillance to report a hole on one of the prongs of the four pronged cassette. The care giver (cg) stated that she setup therapy, but then noticed fluid was leaking from one of the lines that connected to the heater bag. The cg saw that there were two "perfect" holes in the line and stated it looked like they may have been created during manufacturing. The cg stated this was the only cassette in the box that had this issue. The cg said they had enough supplies to perform therapy and that there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a hole in the heater line's spike was confirmed on the returned sample. During visual inspection of the sample, the incomplete molding was noted. A leak was noticed during the 8psi pressure test. A batch review was performed with no issues noted. The cause of the observed hole is due to the component's mold not filling completely. The injection molding personnel were informed of this observation. As a corrective action the molding temperature was increased. No adverse trend was identified. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.